Event description:
Rptr wishes to report an advertisement seen on television, in which medical claims are made regarding "therasole" shoe liners. Rptr states that the add showed a person with a "medical like appearance" in the commercial, who said that the shoe liners are made of firm materials and pieces of copper. These materials "work on pressure points on the feet to cure arthritis pain in feet, hips and knees." Rptr has reason to believe that the co is making unsubstantiated medical claims.